Manufacturer narrative:
Concomitant medical devices: 457453, lead, implanted on (B)(6) 2011. W3dr01 ipg, (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpations. The right ventricular (rv) lead exhibited unstable and high thresholds, short v-v intervals and experienced a dislodgement. It was further noted the right atrial (ra) lead exhibited intermittent undersensing. The rv and ra lead remain in use. No further patient complications have been reported as a result of this event.